Event description:
Information received from the field does not address the patient's clinical status but notes <200 ohms impedance. When the leads tested normal via an analyzer, the generator was examined. Impedances returned to normal, but fluid was noted inside the connector area. Therefore, the device was replaced.